Event description:
A malfunction was reported on the pump, it was reported that the customer experienced an elevated blood glucose (bg) level of 720 mg/dl. The customer took corrective action by administering a correction injection via a multiple daily injection (mdi) approach. They did not require assistance from any third party. Technical support provided guidance on how to reset the pump, and after the reset, the issue did not recur. The customer was instructed to continue using the pump and to contact technical support if the malfunction code appears again, which they acknowledged and understood.